Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: thumb advancer resistance. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, significant resistance was felt during advancing the thumb advancer stroke. The sheath splitting stopped approximately 1/2 way from completion. The safety release button was activated releasing the device from the tissue tract. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.